Event description:
Healthcare professional reported right side "pain and contracture (grade IV)" and "sparse cysts". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Healthcare professional reported right side "pain and contracture (baker grade unknown)" and "sparse cysts". The device remains implanted.